Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep), reporting that the cause of the shocking sensation was not determined; however, it seems that the problem has resolved on it's own. The patient reported that the shocking has not continued to happen. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing shocking in hand while holding the programmer and antenna in their hands since (B)(6) 2017. It was reported that the patient¿s impedances were normal in four positions: looking straight ahead, holding programmer, and turning left and right side. It was also reported that no shocking sensation was reproduced. The ins was palpated, but no shocking could be reproduced. It was noted that the patient had been in their basement with an electric heater nearby; however, the heater was now new and had been around when patient had their previous device. It was noted the patient would follow-up with their healthcare professional (hcp). No further complications were reported.